Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b5 - updated summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on additional information received, the event involved product(s) mmt-242a, mmt-7040a, mmt-1884, mmt-332a. No product return is required for mmt-332a.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose, cal error/ calibration not accepted. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia, shaking/tremors, muscle weakness treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-242a, mmt-7040a, mmt-1884. Customer reported low bgs. Customer does not feel ok to troubleshoot. Customer reports receiving a "calibration not accepted" alert. Customer entered a new bg and calibration. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if bg is stable to calibrate. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.